Manufacturer narrative:
Other relevant device(s) are: product: 9733467, analysis: unexpected exit/software unresponsive. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that when switching from the straight suction to the straight probe, the screen turned blue. There was no reported delay, neither was there impact on the patient outcome.